Event description:
During the index procedure, two endeavor sprint drug eluting stents were implanted in the prox lad. An angiographic complication of perforation occurred during the index procedure. The event was not assessed for relatedness with the study device.

Manufacturer narrative:
Results and conclusions: (perforation). (B)(4).